Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. Part # 03.404.021s, synthes lot # 33p4175, supplier lot # 33p4175, release to warehouse date: january 6, 2020, expiration date: november 30, 2029, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Correctional/removal number: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during usage of the new reamer irrigator aspirator (ria) 2 device, the reamer head disconnected from the reamer assembly 2 in drive shaft in the patient tibial canal. Surgeon had to use two different sizes of the reamer heads. When pulled out the first reamer head, the connecting part of the reamer head broke and surgeon had to retrieve it from the patient canal. There was a surgical delay of 20 minutes. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: ria 2 bone harvesting kit 520mm sterile (part# 03.404.000s, lot# 70p7739, quantity# 1), ria 2 reaming kit 520mm sterile (part# 03.404.001s, lot# 29p9237 , quantity# 1). This report is for 1 12.5mm reamer head for ria 2 sterile. This is report 3 of 3 for complaint (B)(4).